Manufacturer narrative:
B5 has been updated with additional information. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The date of initial surgery is unknown. Revision surgery was performed on (B)(6) 2021. Patient's detail including activity level and bone quality are unknown. Operative notes and x-rays were not provided. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. It is possible that the screw may have fractured due to construct instability caused by migration of another screw. However, it cannot be confirmed as the device was not returned and supporting x-rays/ operative notes were not provided. Other potential causes include: inadequate initial construct/ excess torque applied on the construct/ inadequate angulation of rod within tulip head, poor bone quality of patient, patient non-fusion, high activity level, patient fall, etc.

Event description:
It is reported that revision surgery was performed to remove an es2 screw that had migrated and was now causing the patient pain. During the revision surgery, while the surgeon was removing a different screw, the screw appeared to have fractured. Upon review of the pre-operative x-ray, the surgeon noticed that the other es2 screw had fractured before the revision surgery. Both screws were removed. This report captures the fractured screw.

Manufacturer narrative:
Received additional device information, section d was subsequently updated.

Event description:
It is reported that an es2 screw broke inside the vertebral body of the patient. The patient has had revision surgery.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It is reported that an es2 screw broke inside the vertebral body of the patient. The patient has had revision surgery.